Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.

Event description:
Procedure: laparoscopic sigmoidectomy. Laparoscopic take down of the splenic flexure. According to the reporter: the stapler fired, but the blade did not come back. The stapler was resected, and another device was applied.